Event description:
It was reported that the patient developed a (B)(6) infection in the back. Symptoms of pain and fever were noted. The physician believed that the infection was device related. It was unknown what caused the infection and the patient was given an antibiotics. The patient was hospitalized and the physician opted to remove the system. The patient was doing well postoperatively and the explanted devices will not be returned per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: product family: scs-paddle leads: upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 17365110. Product family: scs-lead fixation: upn: m365sc43160, model: sc-4316, serial: n/a, batch: 17678459.